Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the integrated electrosurgical unit (iesu) involved with this complaint to perform failure analysis and the reported failure (error c-34 with monopolar) was confirmed and replicated. During power-on, the (c-34) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on the failure analysis. The probable root cause was attributed to a voltage error of a defective generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the iesu involved with this event as of the date of this report.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a nurse called in to report that they were not able to fire monopolar energy. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found error c-34 pointing to internal failure on the integrated electrosurgical unit (iesu). The nurse installed a bipolar vessel sealer instrument to continue with the procedure. The procedure was completing as planned with no report of patient injury. There was a delay of less than 15 minutes due to this event.